Event description:
It was reported that during a breast procedure after application of the micromark clip, there was a metallic piece left in the breast of a patient. No patient consequences were reported.

Manufacturer narrative:
Evaluation summary: the analysis results for the applier confirmed that it was returned non-functional. The sleeve was detached and missing. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.